Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be dirt found in the tubing channel. To correct this condition, the tubing channel was cleaned and dried. If any additional information is received, a follow-up MDR will be sent.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:11, which interrupted delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a p1.5 colleague pump with a user interface module software version of 6.13.92.